Event description:
Caller states the patient tested 6.0 inr on the coaguchek xs system and 4.2 inr on a comparison lab. Caller states that they waited for the lab result before adjusting the patients medication and that they are having her hold the coumadin does for two days based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that approx three years post ivc filter implant, the patient presented to the ER with abdominal pain. CT scans demonstrated one limb had detached and was located in the hepatic vein. Multiple leg penetrations into the aorta and duodenum were also identified. However, there was no extravasation. Reportedly, one filter limb extended 1.8cm outside the cava wall. Attempts to retrieve the filter were not performed. The patient is currently in stable condition with mild abdominal pain.